Event description:
Initial information was received from an office staff member and received by sanofi aventis on the 31-jan-2012: a (B)(6) female consumer initiated treatment with poly-l-lactic acid (sculptra aesthetic) (lot number and expiration date were not provided) injected with 4.5 cc total in the cheeks, jaw and temple once in 2008 for an unknown indication. She reported after the injections the pt developed nodules which the physician is treating with cortisone. The size of the nodules is about 1 and 1/2 inch by 1/2 inch. She also reported since this time the skin has now become discolored, the skin discoloration is concentrated at the injections sites. No medical history or concomitant medications were provided. No further relevant information was provided.